Manufacturer narrative:
Name - medtronic minimed. Street - 18000 devonshire street. City - northridge. State - ca. Zip code - 91325. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545. E1: patient city: (B)(6). Patient country: greece.

Event description:
It was reported that the patient experienced detachment event and infusion set tubing came apart on (B)(6) 2026. The site of insertion was right abdomen and infusion set was used for one day. The location of detachment was at tubing connector.